Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review of lot 17476441 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a shunt pta case, a guidewire crossed the lesion and a saber (4mm4cm 90) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Event description:
As reported, during a shunt pta case, a guidewire crossed the lesion and a saber (4mm4cm 90) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No additional information is available.

Manufacturer narrative:
Complaint conclusion: during a shunt percutaneous transluminal angioplasty (pta) case, a guidewire crossed the lesion and a 4x40mm 90cm saber pta balloon catheter was delivered to the lesion. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17476441 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.